Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump had post reset ram crc alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm. Customer was able to rewind the pump. Pump error has occurred more than once after a battery change. The device will be returned for analysis.

Manufacturer narrative:
Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. (B)(4).